Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok, up and down arrow keypad buttons unresponsive when pressed. It was reported that these buttons feel flat and do not click when pressed. Keypad is intact. There was no adverse event associated with this complaint.